Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons functioning properly however, found corroded keypad traces. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died this weekend and she got a new pump. Customer's blood glucose was 478 mg/dl this morning. Customer treated with 10 units and an hour later, her blood glucose went up to 480 mg/dl. Customer treated with another 10 units. Customer stated that she will reach out to her health care professional. Customer mentioned that she was in the hospital recently for gastroparesis and almost had diabetic ketoacidosis. Customer stated that the gastroparesis caused her blood sugars to be high. Customer's current blood glucose was 351 mg/dl. Customer stated that she was changing her infusion set when she noticed a crack on the reservoir compartment opening down to the reservoir window. Customer stated that the pump was probably dropped. Customer also had a keypad anomaly where the numbers kept scrolling while trying to enter her blood glucose. Customer was advised to revert to a back-up plan and that the pump will be replaced.